Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as it was not indicated what was the specific date. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail single use laser fiber was used in a procedure performed on an unknown date. According to the complainant, the tip detached during use. There were no patient complications reported as a result of this event.